Event description:
It was reported that an asymptomatic patient presented for routine follow up. Upon interrogation the right ventricular lead exhibited intermittent noise and under sensing. The physician would be referring the patient to a specialist for lead analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.